Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Pain, hardening, flaccidity and asymmetry of breast. As per ultrasound intramammary lymph node. Implant intact, with signs of capsular contracture. As per mammogram presenting a spherical shape associated with accentuation of their folds, a finding suggestive of capsular contracture, benign-looking calcifications. Dense circumscribed images with central radiolucency, projected in the superolateral quadrants, compatible with intramammary lymph nodes. This record is for left side. The device remains implanted.